Event description:
Following pump implant, the patient was unable to walk. The patient was also not eating since surgery. The patient was paralyzed on one side prior to surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.